Manufacturer narrative:
The inquiry alleged the set screwdriver to be the primary product. The implanted long nail kit is regarded as associated product. No further associated products reported. No deviations were found during review of the inspection documents (DHR). The item returned was documented as faultless prior to distribution. Although several times requested the device was not sent for evaluation. Thus a physical investigation could not be carried out and a real root cause could not be determined. In case the product and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Device was not returned.

Event description:
It was reported that during a left trochanteric fracture case, surgeon used a gamma 3 set to remedy the fracture. Upon final tightening of the locking screw, surgeon went back in to back off a quarter turn and the screwdriver - o-ring malfunctioned - screwdriver would not go back into the set screw. New information: sales rep reported that the event occurred during primary surgery. Event was resolved: "set was in place properly. Learned of damaged instrument after removing set screw driver."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a left trochanteric fracture case, surgeon used a gamma 3 set to remedy the fracture. Upon final tightening of the locking screw, surgeon went back in to back off a quarter turn and the screwdriver - o-ring malfunctioned - screwdriver would not go back into the set screw.

Manufacturer narrative:
Evaluation revealed the set screwdriver, flexible shaft gamma3® 4 mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the item had been in use for a longer time, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the clamping function of the gamma3 set screwdriver was not given any more due to a deformed clamping ring at the tip of the hexagon. Furthermore the c-ring was not placed in the corresponding groove as intended. Thus we assume that a fading of the clamping property was due to one or multiple intra-operative oblique insertions of the set screwdriver into a set screw. The issue is regarded as not device related but rather as related to sub-optimal intra-operative procedure at the user site. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products. No non-conformity was identified. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. Investigation revealed no non-conformity, therefore no ncr was initiated. A review of the labeling did not indicate any abnormalities.

Event description:
It was reported that during a left trochanteric fracture case, surgeon used a gamma 3 set to remedy the fracture. Upon final tightening of the locking screw, surgeon went back in to back off a quarter turn and the screwdriver - o-ring malfunctioned - screwdriver would not go back into the set screw. New information: sales rep reported that the event occurred during primary surgery. Event was resolved: "set was in place properly. Learned of damaged instrument after removing set screw driver."